Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized after losing consciousness, falling, and fracturing their sacrum. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. It was noted that the patient had a history of losing consciousness and falling. The patient was discharged and remains under medical supervision.